Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for swelling, bruising, and blood drainage at the midline incision site. During a washout procedure, the physician observed purulent material and elected to explant the evoke scs system. A culture was collected from the midline incision, and the wound was treated with antibiotic powder, followed by prescription of antibiotics and hospitalization.